Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. A batch record review of the affected lot could not be performed since the lot number was not provided to us. The alleged defect was detected during pre-use check. The complaint device was not used for the procedure.

Event description:
The user was setting up a pruitt shunt and he found that it leaked from the channel that inflates the white balloon. This device was not used for the procedure. They used another pruitt shunt with a different lot number successfully.

Event description:
The user was setting up a pruitt shunt and he found that it leaked from the channel that inflates the white balloon. This device was not used for the procedure. They used another pruitt shunt with a different lot number successfully.

Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. A batch record review of the affected lot could not be performed since the lot number was not provided to us. The alleged defect was detected during pre-use check. The complaint device was not used for the procedure.